Manufacturer narrative:
The event for missing components was confirmed through visual inspection by the repair technician. The technician confirmed that the trigger screw was stripped.

Event description:
It was reported that during product inspection at the user facility it was noted that pieces were missing from the cordless driver 2. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during product inspection at the user facility it was noted that pieces were missing from the cordless driver 2. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.